Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis. This device is made of implant grade titanium (ti-6al-4v) which is a well-known material used in surgical implants. The device conform to astm f 1472 which calls out surgical implants: ti-6al-4v titanium is part of astm f 1472 standard specification for wrought titanium-6 aluminum-4 vanadium alloy for surgical implant applications. The instructions for use which accompanies this device contains instruction regarding the removal of the device from the patient.

Event description:
A medtronic representative reported that during a minimally invasive surgery spinal fusion procedure the cannula for the percutaneous pin was left in the patient. The cannula was noticed after closing the patient. The surgeon re-opened the patient and removed the cannula without issue. No additional tissue resection was needed.